Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an x-ray on (B)(6) 2019 revealed that the right ventricular and right atrial leads had dislodged. It was noted that the patient had twiddler syndrome. The leads were deactivated. On (B)(6) 2019, the leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08417. It was reported that an x-ray on (B)(6) 2019 revealed that the right ventricular and right atrial leads had dislodged. It was noted that the patient had twiddler syndrome. On (B)(6) 2019, the leads were explanted and replaced. Patient was stable.